Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. No product will be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: lgw, qrb.